Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot# serial# unknown implanted: explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was receiving unknown drug via an implantable pump. It was reported that with the patient's first pump, the catheter was supposed to be in the spinal canal but it accidentally fed into the tissue, and patient was on 900 mcg dose per day, which is crazy high, but the meds weren't delivering into the spinal canal so the patient went through significant withdrawal and patient was bridged with a whole bunch of baclofen and got an ultrasound and the catheter. The catheter was fixed after this issue was found.